Event description:
It was reported after six days of a pacemaker implantation procedure, high capture thresholds were observed on the rv lead. The lead was explanted and replaced. The patient was stable and will be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.